Manufacturer narrative:
B3: aware date used as event date is unknown. D6a: estimated as it was reported to have been implanted july of last year.

Event description:
Reported via social media it was reported that incorrect placement occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman flx closure device was implanted. At an unspecified point, the closure device was noted to not be placed correctly. The physicians determined no action could be taken to correct the placement and the patient remained on blood thinning medication.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that incorrect placement occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman flx closure device was implanted. At an unspecified point, the closure device was noted to not be placed correctly. The physicians determined no action could be taken to correct the placement and the patient remained on blood thinning medication. It was further reported that a 27mm watchman flx closure device was implanted after meeting release criteria. Prior to discharge, a transthoracic echocardiogram was performed and suspected device shift was observed. The patient was kept overnight and rechecked via transesophageal echocardiogram (tee) the following day. Tee confirmed the closure device had shifted from the original implant position, however did not impact position, anchor, size, or seal (pass) criteria and no intervention was required.

Manufacturer narrative:
Initial MDR: b3: aware date used as event date is unknown. D6a: estimated as it was reported to have been implanted july of last year.